Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records is not being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 9 months post vena cava filter deployment, the filter allegedly tilted and perforated the vena cava and was unable to be retrieved. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for a tilted filter, perforation of the ivc wall, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. - perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 9 months post vena cava filter deployment, the filter allegedly tilted and perforated the vena cava and was unable to be retrieved. The patient status was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis with planned orthopedic surgery had an inferior vena cava (ivc) deployed in the infrarenal ivc. The following day the patient underwent a thrombectomy procedure. Completion angiographic images demonstrated the ivc filter to be tilted. Approximately nine months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and an inferior vena cavogram demonstrated a tilted filter and an usual flow pattern along the right superior side of the filter. Multiple attempts were made to retrieve the filter but were unsuccessful. Completion venogram demonstrated a smooth filling defect which likely represented an old thrombus which accounted for the unusual flow pattern. The decision was made to leave the filter in place. Approximately one week later, the patient was admitted to the hospital with complaint of chest pain and CT scan demonstrated pulmonary emboli. The following day, an inferior venacavogram demonstrated a tilted filter with extra caval limbs and thrombus and scarring at the tip of the filter with proximal extension. A retrievable filter was deployed below the renal veins above the previously placed filter. Attempts were made to retrieve the inferior filter but were unsuccessful and several of the legs became twisted and disoriented; therefore, the procedure was concluded. Approximately one year nine months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and the superior filter was successfully removed with the sheath. Attempts to remove the inferior ivc filter were made using a combination of wires, catheters, snares and forceps but were unsuccessful. Approximately four years eight months post filter deployment, CT scan demonstrated the filter rotated on its axis 90 degrees to the right with the hook and limbs extending outside the caval wall. Approximately four years ten months post filter deployment, the patient was scheduled for filter retrieval due to the perforation causing abdominal pain. The right internal and right femoral vein were accessed and the filter was repositioned into a 30 degree angulation. The top portion of the filter was embedded and further manipulation could damage the vena cava; therefore, the filter was left in place. Approximately five years five months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and a forceps device was used to free the apex of the filter from the caval wall and the filter was removed in its entirety. Upon visual inspection, part of a filter leg was missing and may had been removed on a prior filter retrieval attempt. No filter fragment was identified on chest x-rays. Balloon angioplasty was performed at the prior site of the filter apex and completion venogram demonstrated scant residual scarring with robust flow through the ivc. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for removal difficulties, tilted filter, detached filter limbs, perforation of the ivc, and material deformation. The investigation can also be confirmed that the patient experienced pe after filter implantation. However, the relationship between the filter and pe has not been established in the provided medical records. The origin of the pe is unknown at this time. Per the medical records, the filter was tilted and extruding through the ivc wall. This could have contributed to retrieval issues. The multiple retrieval attempts also could have caused the filter limb to detach. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that approximately 9 months post vena cava filter deployment, the filter allegedly tilted and perforated the vena cava and was unable to be retrieved. The patient status was not provided.